Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a broken luer adapter tip with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a broken luer adapter tip with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined, as no device was returned. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter is breaking off. This occurred on 3 occasions after use. The following information was provided by the initial reporter: we have had 3-4 over the last few weeks that we have had to remove with forceps as the end is stuck in the fistula line which just seems unusual. Luer adaptor breaking off due to force used to disconnect from avf needle causing blood exposure.

Manufacturer narrative:
Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter is breaking off. This occurred on 3 occasions after use. The following information was provided by the initial reporter: we have had 3-4 over the last few weeks that we have had to remove with forceps as the end is stuck in the fistula line which just seems unusual. Luer adaptor breaking off due to force used to disconnect from avf needle causing blood exposure.